Event description:
Promus premier china registry. It was reported that the patient died. In march 2019, the subject presented with myocardial infarction. The subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the distal left circumflex artery (lcx) with 100% stenosis and was 16 mm long, with a reference vessel diameter of 2.25 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.25 mm x 20 mm promus premier stent system. Following post dilation, residual stenosis was noted to be 10%. Sixteen days later, subject was discharged on aspirin and clopidogrel. In march 2020, the subject died of unknown cause. No other action was taken to treat the event and it is unknown if the autopsy was performed.